Event description:
It was reported that during hospitalization the patient experienced syncope. After testing by programmer, it was noticed that there was no pacing or sensing on the ra and rv leads. Further inspection found that the ra and rv leads were loose. On (B)(6) 2020, the doctor attempted to reconnect the leads. The original rv lead was able to be repositioned normally, but the ra lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a bent distal end, which most likely resulted from the mechanical forces applied during the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing processes was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.